Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump¿s screen was just flashing. The customer¿s blood glucose level was 300 mg/dl. The customer declined troubleshooting for high blood glucose level. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Unit received with blank-flashing white lcd due to cracked lcd controller. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to blank-flashing white lcd. Unable to verify missing segment/partial display due to blank-flashing white lcd. Unit received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.